Manufacturer narrative:
This is one of two events (cardiovascular) for the same pt involving three separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular event on or about (B)(6) 2008 and subsequently expired on (B)(6) 2008 after the use of the product.